Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30° endoscope moved outwards along the insertion axis by itself. The customer noted that no one made any actions to move the endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and found no errors related to the reported issue. The only error related to the endoscope was on the different date, failure to engage on universal surgical manipulator (usm) 2, but this was not likely to have caused the reported issue. There was no explanation to the reported behavior found in the error logs. The procedure was completed with no report of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred only one time during procedure. It is unknown if the issue was persistent or intermittent. The customer reinstalled the endoscope to resolve the issue. The endoscope was not prolonged as a result of this issue. The drapes were not exchanged during the procedure. The endoscope was installed and aligned properly and was checked by the customer before inserting cannulas. There was no damage and nothing unusual, this issue occurred when the surgeon was trying to move endoscope. There was no endoscope-to-instrument or system arm-to-arm interference. During the issue, shakiness and/or friction was mostly focused on the camera arm. Surgical image from vision cart did not examined for shakiness or friction. There were no external collisions. An isi field service engineer (fse) mentioned it can occur because of cannula seal. During the sterilization process, seal can exposed high heat and it loses lubricity. That could be the reason for non-intuitive motion.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed that the issue was due to a used sealer. The customer used the seal more than recommended. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the 30° endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.